Event description:
It was reported that the patient was experiencing ineffective therapy form their system. In turn, surgical intervention was undertaken wherein the system was explanted. Note: investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.